Manufacturer narrative:
An event of post-operative wound infection and hemothorax on both sides was reported. Information from field indicated that the device was working as intended. Field also indicated that the infection was treated with antibiotics and that thoracocentesis was performed. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Crd_992 - valved grafts pas (B)(6), (B)(6), (B)(6). It was reported that on (B)(6) 2022, a 27mm masters mechanical heart valve was implanted in a patient. On (B)(6) 2022, the patient had sternal dehiscence post-operative wound infection and was treated with antibiotics. On (B)(6) 2022, surgical intervention was performed. On (B)(6) 2022, the patient developed hemothorax on both sides. Therefore, on (B)(6) 2022, thoracocentesis was performed. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.